Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had cracked display window corner.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 271 mg/dl. The customer's mother stated that the customer was getting high blood glucose levels and when she tried to enter the carbohydrates in a bolus, the buttons would not respond. The high blood glucose levels were treated with manual injection. The customer had been at football camp and was likely sweating, but nothing more than usual, according to the caller. Advised discontinuation and replacement of the insulin pump. Troubleshooting for high blood glucose was declined because the device would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-87904.